Event description:
It was reported that the patient experienced a loss of stimulation. All components were explanted. Additional information was received that the explanted devices were discarded per hospital policy.

Event description:
It was reported that the patient experienced a loss of stimulation. All components were explanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several years ago from the date the manufacturer was made aware. D6b: explant date: several years ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9208150, model: sc-9208-15, serial: (B)(6), batch: 7070159/7070607, UDI: (B)(4).